Manufacturer narrative:
The camera was forwarded to the legal manufacturer for investigation. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, no device was returned to the legal manufacturer, therefore, the root cause could not be conclusively identified. Based on evaluation, the intermittent image occurred seemingly due to cable breakage causing error not displaying. However, the cause of the cable breakage could not be confirmed. In general, the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus was informed that the customer 4k autoclavable camera head was returned to the repair workshop for a reported ¿error not displaying¿. During the inspection/testing, a scope communication error (e224 and e225) and defective image was confirmed and was linked to defective cable unit. No death, injury or harm was reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.